Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported an unexpected restart alarm on the insulin pump. Troubleshooting was done. The unexpected restart alarm continued recurring during normal insulin pump use. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.